Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)/ excessive bleeding') and epistaxis ('abnormal bleeding (general) nosebleeds') in a (B)(6) year-old female patient who had essure (batch no. C61080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal pap smear, anemia, asthma, hypertension and vaginitis bacterial. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), epistaxis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), contusion ("tissue bruising"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and pollakiuria ("frequent leak") and was found to have weight increased ("weight gain"), 5 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, epistaxis, dysmenorrhoea, menorrhagia, anxiety, depression, contusion, migraine, headache, nausea, allergy to metals, fatigue, weight increased, pollakiuria, vulvovaginal pain and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, contusion, depression, dysmenorrhoea, epistaxis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)/ excessive bleeding') and epistaxis ('abnormal bleeding (general) nosebleeds') in a 39-year-old female patient who had essure (batch no. C61080-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal pap smear, anemia, asthma, hypertension and vaginitis bacterial. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), epistaxis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), contusion ("tissue bruising"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and pollakiuria ("frequent leak") and was found to have weight increased ("weight gain"), 5 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, epistaxis, dysmenorrhoea, menorrhagia, anxiety, depression, contusion, migraine, headache, nausea, allergy to metals, fatigue, weight increased, pollakiuria, vulvovaginal pain and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, contusion, depression, dysmenorrhoea, epistaxis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)/ excessive bleeding') and epistaxis ('abnormal bleeding (general) nosebleeds') in a 39-year-old female patient who had essure (batch no. C61080-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal pap smear, anemia, asthma, hypertension and vaginitis bacterial. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), epistaxis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), contusion ("tissue bruising"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and pollakiuria ("frequent leak") and was found to have weight increased ("weight gain"), 5 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, epistaxis, dysmenorrhoea, menorrhagia, anxiety, depression, contusion, migraine, headache, nausea, allergy to metals, fatigue, weight increased, pollakiuria, vulvovaginal pain and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, contusion, depression, dysmenorrhoea, epistaxis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-jun-2019: update of ptc information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report